Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappears and understood the instructions.